Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat a grade two cystourethrocele and a positive bonney test.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of internal tissues and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, bleeding, and dyspareunia. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent vaginal exploration with excision of urethral sling mesh and cystoscopy on (B)(6) 2014 by dr. (B)(6) due to pelvic pain and dyspareunia after a sling.

Event description:
It was reported that the patient underwent vaginal exploration with excision of urethral sling mesh and cystoscopy on (B)(6) 2014 by dr. (B)(6) due to pelvic pain and dyspareunia after a sling.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.